Manufacturer narrative:
Ortho-clinical diagnostics (ocd) received the complaint after the product had already expired, therefore investigation was not possible. A review of the complaint system indicates there were no other complaints against this lot of product.